Manufacturer narrative:
The field service representative found the measuring cells needed to be replaced. He replaced the measuring cells and performed routine maintenance. Calibration and qc were successfully run following maintenance and no issues were observed. The investigation confirmed the service actions resolved the issue.

Event description:
The initial reporter received questionable troponin t gen5 stat results for about 20 or more patients from the cobas 6000 e 601 module. Data was only provided for two patients. Sample 1 initial result was 0.027 ng/ml and the repeat result from another analyzer was 0.054 ng/m. Sample 2 initial result was <0.01 ng/ml and the repeat result from another analyzer was 1.69 ng/ml. The initial results were reported outside of the laboratory and were questioned by the physician. The reagent lot number and expiration date were requested but were not provided.